Event description:
Device #1 malfunction: suture failed to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the "suture failed to deploy." The device was removed and a second proglide was used with the same results. An angio-seal was used to achieve hemostasis. There were no reported pt adverse effects. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info. Device #2 proglide, lot# 73027-6h, is being filed under a separate manufacturer report number. .